Event description:
The customer reported the instrument generated "vacuum" error and approximately 10 mls of clear fluid leaked from the coulter ac·t diff 2 analyzer onto the counter while performing startup. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the incident. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. The customer began to troubleshoot with help from the customer technical service (cts) over the phone. The customer took off the bath shield and observed fluid, suspected one of the baths must have overflowed. After further troubleshooting, the customer replaced the fluid barrier (fb1) to resolve issues. The instrument was returned to normal operation. (B)(4).